Event description:
Ous MDR - it was reported that 116 months after the implantation this lead was explanted due to oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. A proximal and a distal lead fragments were received. In between an approx. 1 cm segment of lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed tissue residuals on the lead body, especially in the area of the shock coils indicating a significant ingrowth of the lead. Multiple extraction damages were thus noted, such as deformations of the fixation helix and both shock coils. Furthermore the conductor cables to the ring electrode and to the rv shock coil were pulled out of the lead in the area of the deformed svc coil. The conductor cable to the ring electrode was fractured in the distal area most likely due to excessive tensile forces applied during the extraction procedure. In the further course of the analysis multiple signs of wear along the lead parts were noted. In particular approx. 36 cm proximal to the lead tip the insulation was rubbed through. The coating of the conductor cable to the svc shock coil was found damaged in this area. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Additionally the insulation was found rubbed through around 7.5 cm proximal to the lead tip which most likely resulted from interaction with intracardiac modified tissue. During the electrical analysis, the dc resistances of the received conductor fragments were measured. Apart from the fracture of the conductor cable to the ring electrode no peculiarities were noted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.